Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit display is intermediately showing black.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, e1 (initial reporter and email), e2, e3, g2, g3, g6, h2, h10, h11.

Event description:
It was reported that during a routine check, the cs300 intra-aortic balloon pump (iabp) unit display is intermediately showing black. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h10. Additional information: fst name: (B)(6). Contact person phone number: (B)(6). A getinge field service engineer (fse) upon inspection of unit display screen was intermediately blacking out. Inspected all cables. Proceeded to replaced display screen, lcd cable receiver and mounting plate. Upon further inspection I found the dc/ac converter cable damaged. Put in the order for replacement cable and will return to for repair. Replaced dc/ac converter cable. Display passed function check. Device passed all performance and safety tests according to factory specifications. Device was returned to customer. The failure analysis and testing dept. Received the following parts associated with this complaint: dc/ac inverter cable, display mounting plate, display w/rtv bead seal, cable, video receiver to lcd. The failure analysis and testing dept. Performed a visual inspection and found the parts to be in good condition, except for cable which is damaged. The connector is damaged, and two pins of the connector are not seated correctly in the connector. The failure analysis and testing dept. Installed dc/ac inverter cable. Display w/rtv bead seal and cable, video receiver to lcd into the cs300 test and tested the parts to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat installed a known good test cable, 0012-00-1428 dc/ac inverter cable serial number to replace the defective one that the field representative returned. The fat proceeded to perform the display tests. All display tests passed. The fat could not verify the failure of a black display all parts passed testing except dc/ac inverter cable. Probable cause of the black screen was the defective dc/ac inverter cable retaining the parts in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.